Event description:
It was reported that balloon rupture occurred. The 25x3.00mm, 90% stenosed, eccentric and de novo target lesion containing a <=45 degree lesion bend was located in a severely calcified and mildly tortuous distal left anterior descending (lad) artery. Following advancement with a non-bsc guide wire, a 2.00mm x 15mm apex balloon catheter was then selected and advanced to the lesion for predilation. However, upon the 1st inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The balloon was then removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter with an apex pouch. The batch number on the packaging and the device matched the batch number for this complaint. The catheter was visually and tactilely inspected; there was blood in the inflation lumen and multiple hypotube kinks. There was no other damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal markerband. The balloon and shaft were inspected under magnification. The pinhole was within a scratch on the balloon. The inspection presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 25x3.00mm, (B)(4) stenosed, eccentric and de novo target lesion containing a <=45 degree lesion bend was located in a severely calcified and mildly tortuous distal left anterior descending (lad) artery. Following advancement with a non-bsc guide wire, a 2.00mm x 15mm apex (tm) balloon catheter was then selected and advanced to the lesion for predilation. However, upon the 1st inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The balloon was then removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.